Event description:
It was reported to boston scientific corporation that an ultraflex covered esophageal stent was used during a stenting procedure performed on (B)(6) 2009. According to the complainant, the stent delivery system was advanced easily, however, the stent position before deployment was not accurate and required re-sizing. The device was being removed in order to insert a needle to inject contrast in the mucusa when it was noted that the deployment suture had released and 2 cm of the stent had deployed. The stent could not be placed back inside the pt and the procedure was completed with another ultraflex covered esophageal stent. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
(B)(4) partial deployment. Although the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).